Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 4158271 was satisfactory per internal procedures. Formulation, filling, torquing, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Checks for fill volume were complete and within specifications per procedures. Fill volume checks during manufacturing confirmed that the fill volumes were within specification. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr was reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on batch 4158271. Retention samples from batch 4158271 (100 tubes) were available for inspection. There were no contaminated tubes observed in the retention samples. For further investigation, 4 retention samples were incubated. Two of the retention samples were placed into the 20 to 25 degrees celsius incubator and two of the retention tubes were placed into the 33-to-37-degree celsius incubator. At five days incubation, there was no growth observed in the incubated samples. There were two photos received to assist with the investigation. One tube showed one low filled tube with growth at the top and bottom of the tube, batch 4158271 exp 2025-12-03. One photo showed one low filled tube with no visible contamination. No returns were received to assist with this complaint. This complaint can be confirmed from the photos received for contamination and low fill volume. No complaint trends have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination and fill volume defects.

Event description:
It was reported that prior to use of the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, there was low fill and contamination noted in five (5) tubes. There were no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to use of the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, there was low fill and contamination noted in five (5) tubes. There were no health impact or consequences reported.